Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the thigh, which is an off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025 at around 9:00 pm the patient passed out. It was reported that the dexcom sensor had failed. Before the patient passed out, she remembered her sensor was working. Her husband called 911 and treated the patient with unspecified mediation. After the treatment the patient regained consciousness. The patient didn't know if there was an alert or not because she was unconscious when the sensor failed. The paramedics took a bg reading but she couldn´t remember what the values were. At the time of the report the patient was still weak but she felt better. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.